Event description:
Insertion post from dental implant could not be detached after implant placement. Implant needed to be removed. No new implant was placed during the same session.

Manufacturer narrative:
Insertion post from dental implant could not be detached after implant placement. Implant needed to be removed. No new implant was palced during the same sessiondentist did not follow instructions from IFU j8000.0327.